Event description:
It was reported that a 3.5mm clavicle hook plate and a 12mm, 5 hole left was implanted on (B)(6) 2015. In an unknown event the patient had the hook break through the acromion. The surgeon removed the plate on 4/13/15 (it was solid and intact) and replaced it with a 3.5mm locking compression plate (lcp) clavicle plate with lateral extension, 6 hole right with 2.7 mm locking screws in the acromion. The new plate and fiber wire provided a solid fixation for the patient. There was no surgical delay. The patient status outcome is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Manufacturing date: 11. Feb. 2014, this complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile part 241.083 lot 8774620 were reviewed with the following result: no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device history records was conducted. The report indicates that: a DHR review was performed for: part number: 241.083s, synthes lot number: 8774620, review location: monument, the DHR showed that there were no issues or nonconformances during the manufacture of the product that would contribute to this complaint condition. There is no part manufacture date as the part was not manufactured in monument. The DHR revealed that the part was purchased from synthes (B)(4) and delivered to monument and placed in bp55 blank storage on (B)(4) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.